Event description:
Healthcare professional reports monitor on protime microcoagulation system "either caught on fire or got really hot". Customer reported "burn mark that goes through the top of the monitor". No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Conclusion: complaint confirmed. Research and development investigation was conducted and concluded that root cause is internal damage/failure of the d50 pcb component resulting in creation of a short condition across the 12v and 4.3v pins. No additional complaints of this type have been received in the past two years. The instrument is 7.5 years old. Service and repair listing were evaluated and found to be unremarkable. Itc has requested all data required for form 3500a.